Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Surgeries: discectomy at l5- s1 it was reported that on (B)(6) 2010, the patient underwent fusion surgery in which rhbmp-2/acs was used. As per the operative notes, ¿tlif peek cage was packed with the local bone. Prior to the application of the cage, additional bone graft including local bone and rhbmp-2 was placed anterior to the cage. The cage was then trapped into place and rotated into coronal position. Additional bone graft was then placed posterior to the cage¿. The patient tolerated the procedure well without any intraoperative complications.